Event description:
Initial event description: pt had post-op bleed 6 days after surgery.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. The facility did not retain the device for eval, a failure analysis of the complaint device could not be completed. Investigation of the lot history record did not note any issues during the mfg of this lot. Male pt, 5 to 8 years of age, had a post-op bleed 6 days after surgery. Bleeding controlled in physician's office with silver nitrate.